Event description:
Customer reported meter results of 291 mg/dl, 78 mg/dl, and 71 mg/dl within 10 minutes on the aviva sys. Customer reported symptoms of hypoglycemia for which she self treated. No adverse event reported. A request was made for the return of the sys, replacement was sent.